Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's sensor glucose at the time of the pump suspending was 57 mg/dl; however, the blood glucose reading was 125 mg/dl. The customer also reported that he had a low blood glucose of 48 mg/dl, which he treated with food. Troubleshooting initiated for the sensor glucose versus blood glucose discrepancies. The customer mentioned other specific occasions in which the sensor glucose reading was nearly 70 points lower than his actual blood glucose level. The customer also confirmed that he had scar tissue and the customer was advised on where and how to place the sensor with the scar tissue in mind. No products were shipped or returned.